Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced pending erosion of the internal urethra. All components were removed and replaced with a new aus. There was no device malfunction with the explanted device. No further intervention required.